Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. During navigation, the software detected excessive forces on the load cell during bone work. This is the result of skiving force detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. All other implants were placed according to plan with no adverse effects to the patient reported. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Procedure was a preop CT t9 to the pelvis. The case was staged with three levels of lateral from l1-l4 completed the day prior, a preop CT taken and then an alif at 5-1 the day of the posterior portion. After the alif, patient was flipped, and a small skin level incision was made from t9 to the pelvis - not much exposure was performed as the screws were going to be inserted using creo mis. Flouro images were acquired, and the merge was accurate at all levels except for l4. New images were acquired, and the merge was rerun which improved at l4. We began inserting screws at t9 and snaked down to the pelvis. In the pelvis we were going to be placing two creo s2ai screws and two medial to lateral si lok select screws. The order in which they were placed was creo s2ai left, silok select left, creo s2ai right, silok select right - due to the drb being placed in right psis on low profile quattro spike. Flouro images were taken, and all the screws seemed to be placed correctly. Dr. (B)(6) then proceeded to drop the rods and after this was completed, we acquired two o arm spins to check all of the instrumentation. After review of scans, all screws were placed accurately except for s2ai on the left which had breached anterior before returning into iliac wing. The rod and screw were removed, and we attempted to rerun to take new images to reacquire a registration. Due to the patient size and hardware that was placed in the pelvis, it was difficult to get a registration. We were taking new images and attempting to get an accurate registration until we finally got it as close as we could. Dr. Holland utilized the robot arm to prep the new trajectory which was slightly different than the previous s2ai pathway. The screw was free handed using navigation and upon x ray, it seemed to have followed a similar pathway as the first screw. At this point, the screw was removed and oram was brought in to register to stealth to place.